Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead exhibited noise leading to oversensing and inappropriate mode switches. Programming changes were implemented. There were no patient consequences.